Manufacturer narrative:
Date of the event is unknown at this time. Subject device(s) were returned for evaluation. The complained device was not received. Three (3) devices were tested using a wetted obturator and a duckling straight punch. However, the reported issue could not be duplicated. A review of the device history report(s) did not identify any discrepancies. A review of the complaint history confirmed that no additional complaints were associated with the manufactured lot on file. There were no internal processing issues, which would have contributed to the nature of the complaint. Per results of the investigation, ¿no problem was found¿. At this time, no further investigation will be implemented. (B)(4).

Event description:
During a shoulder procedure utilizing the clear-trac flexible, 8.0mm x 72mm threaded system, it was reported that when the surgeon put the device through the triple seal, that pieces of the seal broke off. It was reported that the fragments were flushed from patient. Back up device was available and procedure was completed successfully. (B)(4).